Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and determined that the cause of the reported issue was a diode, designator cr30.  The diode was shorted from legs 5 to 9.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that after performing the defibrillation calibration procedure on their device that it continued to deliver energy out of specification; however, no further details were available. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it had logged an event code in its memory which is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock.  Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level.  As a result, the wrong defibrillation therapy would be delivered, if it were necessary.